Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient went to the emergency department due to having procedural pain and wound oozing. The patient was prescribed with antibiotics.

Event description:
It was reported that the patient went to the emergency department due to having procedural pain and wound oozing. The patient was prescribed with antibiotics. Additional information was received that the patient underwent an explant procedure.

Event description:
It was reported that the patient went to the emergency department due to having procedural pain and wound oozing. The patient was prescribed with antibiotics. Additional information was received that the patient underwent an explant procedure. Additional information received that the patient underwent an explant procedure wherein all device components were removed. No further information has been obtained despite good faith efforts.

Event description:
It was reported that the patient went to the emergency department due to having procedural pain and wound oozing. The patient was prescribed with antibiotics. Additional information was received that the patient underwent an explant procedure. Additional information received that the patient underwent an explant procedure wherein all device components were removed. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218700, model: sc-2218-70, serial: (B)(6), batch: (B)(6).